Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump was emitting multiple cs 069 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: a review of the pump¿s black box history showed that cs 69 call service alarms written as cs 87 call service alarms were recorded. During testing, the pump emitted a cs 69 call service alarm on the first rewind step attempt. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.